Manufacturer narrative:
Medical media was provided related to thrombus/stroke and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter expert's. H6: eval conclusion code updated from cmc-no problem detected to known inherent risk of device. H6: impact code added additional device required. H6: device code added difficult to open or close.

Event description:
The patient was enrolled into the champion af study on (B)(6) 2021, and index procedure was performed on (B)(6) 2021. It was reported that thrombosis and stroke occurred. The patient had been taking aspirin pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted after meeting release criteria with a complete laa seal and deployed device diameter of 20.0 mm. The patient was continued on aspirin and placed on apixaban post index procedure. The patient was discharged the following day post index procedure. 1113 days post index procedure on (B)(6) 2024, the patient presented to the emergency room for sudden onset of sensory changes on the left side of the mouth, left hand and left food sided weakness and dysarthria. A magnetic resonance imaging (MRI) assessment revealed right thalamic capsular ischemic stroke and possible acute right occipital infarct, thus diagnosing the patient with stroke. The patient had been on aspirin at the time of the event. The national institute of health stroke scale (nihss) was found to be 5. In response to the event the patient was started on heparin subcutaneously, tenecteplase, and atorvastatin. A computed tomography (CT) scan was performed three days later, revealing a non-mobile thrombus in the left atrium. No thrombus was noted on the atrial facing surface of the watchman flx device. The patient was started that same day on apixaban for the thrombus. The outcome of this event was considered to be resolved with sequelae, and the patient was discharged home on apixaban and aspirin. It was further reported that 85 days after the patient had been discharged home after the thrombus ((B)(6) 2024), the patient was again hospitalized and underwent peri-device leak repair via coil embolization and a non-boston scientific (bsc) vascular occluder device was placed in response to the thrombus event, as the physician noted a 3mm leak at the vina contracta on a recent transesophageal echocardiogram (tee) that was performed post stroke. The following day, the event of thrombus was considered to be resolved, and the patient was discharged home on the same day.

Manufacturer narrative:
Additional media from the clinical procedure was provided and reviewed by members of the boston scientific training team, medical safety, physician training, and clinical specialists. The media review report concluded: fluoro imaging is from the follow up procedure for leak repair, not the initial implant procedure. No conclusion can be made from provided imaging regarding the leak.

Event description:
The patient was enrolled into the champion af study on (B)(6) 2021, and index procedure was performed on (B)(6) 2021. It was reported that thrombosis and stroke occurred. The patient had been taking aspirin pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted after meeting release criteria with a complete laa seal and deployed device diameter of 20.0 mm. The patient was continued on aspirin and placed on apixaban post index procedure. The patient was discharged the following day post index procedure. 1113 days post index procedure on (B)(6) 2024, the patient presented to the emergency room for sudden onset of sensory changes on the left side of the mouth, left hand and left food sided weakness and dysarthria. A magnetic resonance imaging (MRI) assessment revealed right thalamic capsular ischemic stroke and possible acute right occipital infarct, thus diagnosing the patient with stroke. The patient had been on aspirin at the time of the event. The national institute of health stroke scale (nihss) was found to be 5. In response to the event the patient was started on heparin subcutaneously, tenecteplase, and atorvastatin. A computed tomography (CT) scan was performed three days later, revealing a non-mobile thrombus in the left atrium. No thrombus was noted on the atrial facing surface of the watchman flx device. The patient was started that same day on apixaban for the thrombus. The outcome of this event was considered to be resolved with sequalae, and the patient was discharged home on apixaban and aspirin. It was further reported that 85 days after the patient had been discharged home after the thrombus (B)(6) 2024, the patient was again hospitalized and underwent peri-device leak repair via coil embolization and a non-boston scientific (bsc) vascular occluder device was placed in response to the thrombus event, as the physician noted a 3mm leak at the vina contracta on a recent transesophageal echocardiogram (tee) that was performed post stroke. The following day, the event of thrombus was considered to be resolved, and the patient was discharged home on the same day. It was further clarified that in addition to the thrombus in the left atrium, thrombus was also seen on the atrial facing surface of the closure device.

Event description:
The patient was enrolled into the champion af study on (B)(6) 2021, and index procedure was performed on (B)(6) 2021. It was reported that thrombosis and stroke occurred. The patient had been taking aspirin pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted after meeting release criteria with a complete laa seal and deployed device diameter of 20.0 mm. The patient was continued on aspirin and placed on apixaban post index procedure. The patient was discharged the following day post index procedure. 1113 days post index procedure on (B)(6) 2024, the patient presented to the emergency room for sudden onset of sensory changes on the left side of the mouth, left hand and left food sided weakness and dysarthria. A magnetic resonance imaging (MRI) assessment revealed right thalamic capsular ischemic stroke and possible acute right occipital infarct, thus diagnosing the patient with stroke. The patient had been on aspirin at the time of the event. The national institute of health stroke scale (nihss) was found to be 5. In response to the event the patient was started on heparin subcutaneously, tenecteplase, and atorvastatin. A computed tomography (CT) scan was performed three days later, revealing a non-mobile thrombus in the left atrium. No thrombus was noted on the atrial facing surface of the watchman flx device. The patient was started that same day on apixaban for the thrombus. The outcome of this event was considered to be resolved with sequalae, and the patient was discharged home on apixaban and aspirin.

Event description:
The patient was enrolled into the champion af study on (B)(6) 2021, and index procedure was performed on (B)(6) 2021. It was reported that thrombosis and stroke occurred. The patient had been taking aspirin pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted after meeting release criteria with a complete laa seal and deployed device diameter of 20.0 mm. The patient was continued on aspirin and placed on apixaban post index procedure. The patient was discharged the following day post index procedure. 1113 days post index procedure on (B)(6) 2024, the patient presented to the emergency room for sudden onset of sensory changes on the left side of the mouth, left hand and left food sided weakness and dysarthria. A magnetic resonance imaging (MRI) assessment revealed right thalamic capsular ischemic stroke and possible acute right occipital infarct, thus diagnosing the patient with stroke. The patient had been on aspirin at the time of the event. The national institute of health stroke scale (nihss) was found to be 5. In response to the event the patient was started on heparin subcutaneously, tenecteplase, and atorvastatin. A computed tomography (CT) scan was performed three days later, revealing a non-mobile thrombus in the left atrium. No thrombus was noted on the atrial facing surface of the watchman flx device. The patient was started that same day on apixaban for the thrombus. The outcome of this event was considered to be resolved with sequelae, and the patient was discharged home on apixaban and aspirin. It was further reported that 85 days after the patient had been discharged home after the thrombus ((B)(6) 2024), the patient was again hospitalized and underwent peri-device leak repair via coil embolization and a non-boston scientific (bsc) vascular occluder device was placed in response to the thrombus event, as the physician noted a 3mm leak at the vina contracta on a recent transesophageal echocardiogram (tee) that was performed post stroke. The following day, the event of thrombus was considered to be resolved, and the patient was discharged home on the same day. It was further clarified that in addition to the thrombus in the left atrium, thrombus was also seen on the atrial facing surface of the closure device.

Manufacturer narrative:
B5: information added.